Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no capas that were confirmed in veeva to be associated. A non-conformance was identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the nc. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, during an altis procedure, a physician appeared confused on how to implant the altis and perforated the patient's bladder when placing the static anchor. A new physician was requested and a supris was used to complete the procedure. A 2-hour delay occurred.